Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had multiple replace battery now alarms that would occur from midnight to 4:40 am. The insulin pump¿s battery would die. When they insert a new battery, there would be a power loss alarm. The battery cap¿s contacts would come off the insulin pump. They would have to place the contact on top of the battery and screw in the cap. The customer¿s blood glucose during the incident was 3 mmol/l. They were advised that their power supply issues were due to damaged battery cap. They will be sent a replacement battery cap. The insulin pump will not be returned for analysis.